Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical products: 383059 lead, implanted: (B)(4) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital via ambulance due to ongoing alert tones from their device. Interrogation revealed high right ventricular (rv) coil and superior vena cava (svc) coil impedances. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.